Event description:
It was reported that during a lap. Chole procedure the clips did not close completely and minimal bleeding occurred. No blood products were giving to the patient. Another device was used to complete the case with no additional patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.